Manufacturer narrative:
(B)(4). Date sent: 3/28/204 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Were there staples missing from the staple line? 5. If yes, was the staple line complete? 6. Did the device cut? 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line 9. Was there any difficulty opening the device jaws? 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. 12. Could you please clarify if there were any patient consequences? 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler would not release after firing. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2024. D4: batch # 725c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 725c77, and no non-conformances were identified.